Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood was visible inside the balloon material. The device was soaked in a water bath at 37 degrees celsius in order to soften the blood. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was confirmed in the balloon. The pinhole was located at the distal edge of the proximal marker band. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.